Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] : stenotrophomonas maltophilia and brevundimonas diminuta (>100cfu), [second time; (B)(6) 2019] : candida guillermondii and ochrobactrum anthropic (<10cfu), [third time; (B)(6) 2019] : stenotrophomonas maltophilia and candida guillermondii (<100cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.